Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced throwing up continuously, and when his wife did a fingerstick the cgm was reading low, and the blood glucose reading was 154 mg/dl. An unknown time after this another fingerstick was taken and the cgm reading was still reading low, and the blood glucose reading was over 600 mg/dl. The spouse called an ambulance and the patient as brought to the hospital. In the hospital the patient received intravenous treatment with saline. Besides this the patient report that he received unspecified heart medication (indication unknown) and omeprazole. The patient was discharged 2 days after the event date and at the time of the report the patient was fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.